Manufacturer narrative:
The b5 and h6 codes were updated to reflect the event with more details.

Event description:
An impella rp flex device was inserted into the right internal jugular (rij) vein in a 70-year-old male patient with past medical history of coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) in scai stage d shock, on multiple inotropes, vasopressors, on a ventilator respiratory support, and venous-arterial (va) extracorporeal membrane oxygenation (ECMO) prior to initiation of support. The impella rp flex was inserted for ventricular support post-high-risk coronary artery bypass graft (CABG) x 4 surgery. During the procedure, the rij lines were removed over wire. A mattress suture was placed, and the access was dilated with a 23fr peel-away and dilator. The va ECMO cannula was pulled over the diaphragm. Heparin (B)(4) units was given. The impella rp flex was inserted without issues. Flows slowly increased from p-2 to p-6. Activated clotting time (act) was 210. No further heparin was given. Shortly after p-6, the pulmonary artery (pa) signal and motor current (mc) spiked and went off of the automated impella controller (aic) screen, with drop in flows to 0.2-0.8 range. There was concern for clot ingestion. The physician decided to remove the impella rp flex. The patient continued to decompensate with an increasing need for volume. A left heart catheterization was completed which showed 3 out of 4 grafts down. The physician attempted to place an impella cp but was unable to due to inadequate vessel size and calcification. All further interventions were held and the patient was transferred back to the cardiovascular intensive care unit (cvicu) at this time.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Patient profile: 70-year-old male with a history of coronary artery disease who presented with st-elevation myocardial infarction and underwent right coronary artery angioplasty. He was transferred from medical city alliance to medical city fort worth for cardiac surgery. Event summary: the patient underwent coronary artery bypass grafting x4 (lima lad; svg om; svg diagonal; svg pda). His postoperative course was complicated by post-cardiotomy cardiogenic shock, requiring va-ECMO initiation in the operating room. After 4 days of va-ECMO support, a weaning and decannulation attempt was unsuccessful. The patient was taken to the cardiac catheterization laboratory for implantation of an impella rp flex and a second attempt at va-ECMO decannulation. During the procedure, the va-ECMO cannula was withdrawn below the diaphragm and 6000 units of heparin were administered; however, the physician did not obtain an act, despite recommendations to target act > 250 before impella rp flex implantation. The impella rp flex was started at p-2, increased to p-6, and shortly thereafter experienced a motor current spike and marked drop in flows to 0.2¿0.8 l/min. The device was removed and replaced with a protek duo. The patient became hemodynamically unstable requiring fluid bolus administration and additional vasopressor support. Subsequent left heart catheterization demonstrated occlusion of 3 of 4 bypass grafts. An attempt to obtain femoral access for impella cp placement was unsuccessful due to small, calcified femoral arteries. After discussion with the family, the decision was made to withhold further intervention, and the patient was transferred back to the cvicu. Detailed event chronology. Initial presentation and transfer. Patient presented with stemi. Underwent rca angioplasty. Transferred to medical city fort worth for surgical evaluation and management. Cardiac surgery. Underwent CABG ×4: lima lad. Svg om. Svg diagonal. Svg pda. Immediate postoperative course. Developed post-cardiotomy cardiogenic shock. Va-ECMO initiated in the operating room. ECMO day 4 ¿ failed weaning attempt. Attempt to wean and decannulate the patient from va-ECMO was not tolerated. Cath lab ¿ rp flex implant attempt. Patient brought to cath lab for: impella rp flex implantation. Second attempt at va-ECMO decannulation. Procedural details: va-ECMO cannula was pulled below the diaphragm. 6000 units of heparin administered. Act was not checked, despite recommendation to confirm act > 250 before impella rp flex placement. Impella rp flex start-up failure. Rp flex initiated at p-2, increased to p-6. Shortly afterward: motor current spike occurred. Flows dropped to 0.2¿0.8 l/min. Decision made to remove impella rp flex. Alternative mcs and hemodynamic instability. A protek duo device was implanted as alternate right-sided support. The patient became hemodynamically unstable, requiring: fluid bolus. Additional vasopressor therapy. Left heart catheterization findings. Revealed occlusion of 3 of the 4 bypass grafts. Failed attempt at impella cp placement. Attempt to gain femoral arterial access for impella cp placement failed due to: small, calcified femoral artery. End of procedure. Case discussed with the patient¿s family. Decision made to withhold further intervention. Patient transferred back to cvicu. Outcome. Impella rp flex was removed shortly after insertion due to low flows and motor current spike. Alternative device (protek duo) successfully placed. No further impella therapy pursued. Device status. Impella rp flex experienced: motor current spike. Flow reduction to 0.2¿0.8 l/min. Shortly after initiation. Device removal performed in cath lab. No visual thrombus, mechanical fracture, or obstruction findings reported. Device identifiers (UDI, lot, serial) not provided. Return-to-manufacturer status not provided. Suspect device ¿ impella rp flex. Indication: right-sided mechanical circulatory support during ECMO decannulation attempt. Implantation: in cath lab during va-ECMO weaning attempt. Explantation: same procedure due to motor current spike and low flow. Device performance events: severe drop in flow. Motor current spike. Early removal. Unknown / missing information. UDI/di. Lot and serial numbers. Console waveform data. Act level at time of insertion (not obtained). Return/evaluation status. Laboratory coagulation profile at time of device malfunction. Manufacturer¿s narrative statement. This MDR reflects all information available to the manufacturer at the time of reporting. A supplemental MDR will be filed if additional or clarifying information is received.